Event description:
During the surgery physician used sprinter legend rx device to treat calcified lesion with 99% stenosis in the mid- rca. The device was used to pre dilate the lesion but could not pass. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a new device (sprinter legend rx size 1.50mm x 15mm) to complete the procedure. No patient injury reported. Device evaluation summary: the balloon folds were open, there was blood visible in the inflation lumen. The distal tip is flared. There were two longitudinal tears along the working length of the balloon.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (99% stenosis, calcification). Deformation problem (balloon). Evaluation conclusion: device failure related to patient condition (99% stenosis, calcification). (B)(4).